Event description:
It was reported that a patient underwent gynecological procedure on (B)(6) 2014 and suture was used. The patient developed an infection along the suture line. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: retained samples were evaluated. The primary packs of retained samples were visually inspected and no defects were observed. Sterility tests were performed and all samples were found to be sterile.